Event description:
Pt who was enrolled in the study had a smart stent placed in the left study superficial femoral artery (sfa) on june 7, 2005 after complaining of pain in the left thigh. The vessel was described as calcified. The lesion was described as 90mm in length and a 5mm diameter. The pt has a history of hyperlipidemia, smoking, hypertension, and peripheral vascular disease. In 2005 the pt returned to the hospital, again complaining of pain in the left thigh but this went untreated as the pain subsided on the same day. It is noted that the pain was probably related to the procedural device. Three months later the pt returned to the hosp with a recurrence of claudication and rest pain in the left lower limb. The pt was presented to the interventional lab the following day.

Manufacturer narrative:
Films have been received and reviewed and noted the following: cordis case review. History and problem: this complaint involves a patient undergoing endovascular treatment of a left superficial femoral artery stenosis. On june 7, 2005 a smart stent was placed in the left superficial femoral artery as treatment for left leg claudication. Three months later, the patient presented with recurrent left leg claudication. Angiogram performed september 29, 2005 showed stenosis just proximal to the previously placed stent. This required placement of an additional stent proximal to and overlapping the original stent. The left external iliac and popliteal arteries were also treated during this session. Observations: eighteen digital images are submitted for review. All of the images are from september 29, 2005. No images from the original treatment session in june 2005 are available. These images show a segment of high grade stenosis in the sfa just proximal to the original smart stent. The smart stent is widely patent. There is also a short segment moderate stenosis of the left external iliac artery. After angioplasty and stent placement, the sfa and exteranal iliac arteries are successfully treated. There is an excellent angiographic result. Conclusion: this complaint involves a patient who experienced recurrent stenosis three moths after initial endovascular treatment of an sfa stenosis. In my opinion, this case does not represent device failure. This is a case of rapid restenosis at the margin of a stent. In both the coronary and peripheral circulation, this classically occurs within the first 3-4 months following stent placement. No information or images are provided from the initial stent placement. Endothelial trauma (from either post-deployment angiplasty or from the delivery catheter) can lead to rapid restenosis due to smooth muscle cell hypertrophy and fibroblast proliferation. The treating physician managed the event correctly with placement of an additional stent.